Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient is at their first post-operation visit, with no tingling sensations or side effects felt in the patient's right brain. Impedances were tested on the right brain at 4.5v/60pw/180hz, showing values all within range. It was noted that the hcp had a difficult time inserting the lead during implant, and that it took them 3 attempts, but they were able to implant the lead. On the left brain impedances were also within range with the patient able to get paresthesia at 1v using electrode 0.there were no falls related to the issue. Follow up information received from the hcp on mar-10 reported that impedance testing was done related to the patient not feeling stimulation, with an x-ray survey of the leads. The cause of the patient not feeling stimulation was not determined, with the issue remaining unresolved. Medical notes provided by the hcp found that the p atient had moderate left upper extremity tremor, with partial improvement that persisted even after stimulation was turned off, and seemingly not influenced by the stimulation from the other lead. Therapy impedances were checked with 3v stimulation and showed as follows: 9-case+, 1200 ohms, 2.5ma 10-case+, 1350 ohms, 2.2ma 11-case+, 1200 ohms, 2.3ma. It was noted by the manufacturer representative (rep) that these values are all too close to each other and would be consistent with some sort of electrode malfunction. However, the "normal" signs of a broken wire are not present. As a result, an x-ray was taken to look for obvious problems. The right deep brain stimulation (dbs) system was then shut off, as it was unclear if the stimulation on the right side would be helpful or could possibly deplete the battery. The patient is to be contacted about the results of the x-rays and will be seen again when the right sided tremor re-emerges for reprogramming. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.